Event description:
Event description cpi has received information that this endotak transvenous defibrillation lead was removed after attempted implant due to laceration of the left sub-clavian vein. The patient developed a hemothorax therefore the implant procedure was terminated.